Manufacturer narrative:
On 11/20/2020, the product investigation was completed. It was reported that a patient underwent a premature ventricular contractions (pvc) ablation procedure with an ez steer¿ thermocool® nav bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping of pvc in the right ventricular outflow tract (rvot) pericardial effusion occurred. No ablation was done. Reminder of the procedure was aborted. Pericardiocentesis was performed to remove the fluid from the pericardial space. Antibiotics were administered. Physician¿s opinion regarding the cause of the adverse event is that it was related to catheter stiffness during catheter handling. Patient had fully recovered from the event. Prolonged hospitalization was required for elongated monitoring and ultrasound control. No biosense webster product malfunctions nor error messages were reported. Device evaluation details: the device was visually inspected and it and it was found in good conditions. The electrical and temperature features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. The root cause of the pc board failure cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the use of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone #: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contractions (pvc) ablation procedure with an ez steer¿ thermocool® nav bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping of pvc in the right ventricular outflow tract (rvot) pericardial effusion occurred. No ablation was done. Reminder of the procedure was aborted. Pericardiocentesis was performed to remove the fluid from the pericardial space. Antibiotics were administered. Physician¿s opinion regarding the cause of the adverse event is that it was related to catheter stiffness during catheter handling. Patient had fully recovered from the event. Prolonged hospitalization was required for elongated monitoring and ultrasound control. No biosense webster product malfunctions nor error messages were reported. Since this event (cardiac tamponade) is life threatening and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable. However, the reported catheter stiffness is not MDR-reportable. If the physician feels the device different or unfamiliar to manipulate, there is no evidence of product malfunction.